Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
It was observed that the power supply of a heart lung console failed to work and the console could only operate with batteries. There was no adverse consequence to a pt as a result of this event.